Event description:
It was reported that the patient received inappropriate high voltage therapy. Low, out of range high voltage lead impedance was detected during the episode. An alert for possible damage to the hv circuit and aborted shocks were noted. Lead was capped and replaced. Patient condition was good after the event.